Event description:
During surgery, the drill pin broke off in the pt's proximal tibial. The pin remains in the pt's bone. Surgery was delayed approx 30 mins.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product lot info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported breakage based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation can be reopened.